Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during maintenance at the facility, it was found that the examination lamp was worn out. The service department of olympus (B)(4) checked the subject device and found that the endoscopic image was disappeared sporadically. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the failure of a lamp of the light source device which used combined with the subject device.